Event description:
It was reported that this was an incident in which it was difficult to drain water during a pretest in the operating room hybrid. Distilled water was poured into the foley catheter balloon before insertion to confirm expansion. An attempt was made to aspirate the distilled water to release the balloon expansion, but this was not possible, and the balloon could not be released.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident in which it was difficult to drain water during a pretest in the operating room hybrid. Distilled water was poured into the foley catheter balloon before insertion to confirm expansion. An attempt was made to aspirate the distilled water to release the balloon expansion, but this was not possible, and the balloon could not be released. Per notification from ucc on 02feb2026, it was reported that cuffing observed was found during sample evaluation on 18dec2025.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received four (4) photo samples. Three (3) photo samples showcase an overview of a 3-way temperature sensing catheter with cut portion of inlet tubing. Fourth photo sample showcases a piece of paper with native writing. Visual: received one (1) used 3-way temperature sensing catheter with cut portion of inlet tubing with a straight tipped syringe without original packaging. Verified material number 2758j14 and manufacturing lot number ngkn1919. Visual inspection noted the catheter balloon was inflated. Deflated balloon using returned syringe. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no leaks noted, returning 10ml of solution. However, cuffing was observed. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.